Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) exhibited a battery voltage of 2.51 volts, and a charge time of 15.9 seconds after approximatly 2.75 years of service. The device is currently at mol2. Premature battery depletion is suspected. A boston scientific crm technical services (ts) consultant recommended monitoring the device until it has reached elective replacement indicator, and then returning the device once it is changed out. To date, there have been no reported patient symptoms associated with this clinical observation.